Event description:
It was reported that the customer experienced a high blood glucose level, reaching 400 mg/dl. The customer initially took no action, but after a follow-up, it was identified that the issue was due to a user error during the insulin loading process. Technical support assisted in correcting the procedure, explaining the importance of removing gaps and air bubbles from the cartridge. The customer resumed insulin delivery with proper instructions.